Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this artificial urinary sphincter (aus) worked well for two years. However, during the last month, the patient became incontinent again. The device was examined and found to be working fine. However, the physician believes the cuff was too large and decided to remove and replace it with a smaller one. No additional patient complications were reported.